Event description:
The customer alleged that she had received a control test result that was high, out of specification. She performed control tests while troubleshooting and received a result of 346 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.